Manufacturer narrative:
This is the one of three submissions from the same event. The other two are 1220246-2016-00211 and 1220246-2016-00212. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The revision op-report notes: "patient had a new traumatic injury with evidence of partial tearing on the MRI for the anterior cruciate ligament". This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Part remained in patient.

Event description:
It was reported that the patient had a left knee anterior cruciate ligament reconstruction with quad hamstring tendon surgery on (B)(6) 2014 during which the following arthrex products were implanted: bio composite interference screw round delta, ar-5028c-11 lot 783178, bio composite interference screw cannulated delta, ar- 5035tc-12 lot 543962 and bio-transfix fixation pin , ar-1351lb lot 570885 (quantity 2). Revision op-report notes "patient had a new traumatic injury with evidence of partial tearing on the MRI for the anterior cruciate ligament". A revision procedure was performed on (B)(6) 2014. During the revision procedure the previous delta interference screw was explanted by the surgeon to perform the revision. The following products were implanted during the revision procedure: arthrex ar-5035tc-12 biocomposite interference screw and ar-1351lb bio-transfix fixation pin. The following products from rti biologics were also implanted during the revision procedure: rti tibalas posterior tendon- model 443016 serial (B)(4) and tibialas anterior tendon - model 453017 serial (B)(4). Patient, (B)(6) year old male, dob (B)(6) 1967.